Event description:
The hospital reported that during a coronary artery bypass procedure, the delivery tube of the heartstring proximal seal system detached when a customer depressed the plunger to deploy the seal into the aorta. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history review was performed, and there are no non-conformities which could have attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).